Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 28may2022. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on an unknown date. Fiducial markers were administered transperineally and the procedure was performed under monitored anesthesia care (mac). Computed tomography (CT) imaging showed the hydrogel has some wispiness at the 9 to 12 position at the midgland and base that raises the possibility of some rectal wall dissection. The patient was scheduled to receive magnetic resonance imaging (MRI) on (B)(6) 2022. There were no patient complications reported as a result of this event and the patient will receive external beam radiation therapy (ebrt) at 70/28 fractions.